Manufacturer narrative:
(B)(4). The device was not available for evaluation, therefore, the reported issue was not confirmed nor could the cause of the issue be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) machine during initial drain. The technical service representative (tsr) reviewed the set-up and there were no leaks, the spare clamp was closed, and there were no wet connections or lines. The home patient (hp) did not disconnect at any time. The tsr assisted the hp in clearing the alarm so the hp could disconnect and the set up with new supplies. There was patient involvement but no patient injury or medical intervention associated with this report. No additional information is available.